Manufacturer narrative:
Per tandem's t:flex user guide: "only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer&#38112;blood glucose level was not impacted. The customer indicated that a new cartridge would be loaded.